Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on second firing during a laparoscopic sleeve gastrectomy, they did not notice that the tissue was not very thick. The stapler stopped firing on about one third of the way and showed the red wedge indicating that the tissue was out of range for the selected tissue. They opened the stapler to find that it had not fully fired and that there were partially fired staples present. They eventually removed the unformed staples and trimmed the seam guard in preparation for the next firing. The next firing stopped also showing the wedge once again after it was partially fired. The seam guard was laired increasing the thickness that the stapler had to get through. The third load was fired, and the same problem occurred. The surgeon had put in an extra 5mm port as there was bleeding after the first incident form the inferior aspect of the remnant just below where the malformed staples had been. A clip applier was used to control the bleeding. They also used 15mm port for subsequent firings. Then, eventually a manual handle was opened and only partially fired and then a second one was opened and only partially fired, and both handles made loud cracking sounds as they were being fired. There were four loud cracked were heard on each stapler. They opened and used another stapler to complete the case. The surgeon estimated about 150 ml of blood loss. This also resulted to extend surgical time of 40 minutes delay.